Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood glucose while using the ilet, with a nadir of 59 mg/dl and readings increasing from 69 mg/dl to 95 mg/dl shortly after eating; within 15 minutes of the meal the user announced the meal per guidance, and glucose was 88 mg/dl and steady by the end of the call. Symptoms included a low glucose event without loss of consciousness or other acute effects. Outcomes included self-management with oral carbohydrates and glucose tablets, no need for assistance, and no medical intervention or hospitalization. Investigation included customer interview and troubleshooting with education on timely meal announcement to avoid postprandial hyperglycemia. Investigation of this case revealed a resolved hypoglycemic event with unclear precipitating cause, with device low and urgent low alerts functioning as expected and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.